Manufacturer narrative:
Eval results: a visual inspection of the returned product shows the lens is torn in half and a portion of the optic is torn off and missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval. (B)(4).

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.